Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 325cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient was scheduled for bilateral breast implant removal on (B)(6) 2024. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: deflation. Date of explantation: (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 12, 2024, mentor received the following additional information: during a physical exam with another medical professional, the surgeon noted the shell of the left breast implant was palpable in the subglandular space and there was a significant right breast capsule with right breast distortion. She was diagnosed with bilateral capsular contracture of the breasts (baker grade ratings: left side - unknown, right side - IV). The patient underwent bilateral removal and replacement with 350cc mentor memorygel xtra breast implants during the revision surgery. As an event for the contralateral side was indicated, another file was generated to document the event. This report is for the left breast prosthesis.  H6 health effect - clinical code e2402: generalized illness.  Reason for device explant and/or reoperation: capsular contracture, breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2025, the mentor analysis lab received the suspect medical device for evaluation. On january 20, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection, leak testing, and microscopic examination of the device. During visual analysis of the returned device, no apparent damage or visual anomalies were observed. Leak testing was performed in accordance with mentor's procedures. Findings revealed a leak from the valve. Microscopic examination was performed at the valve system and no obstructions could be identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusions to pathology for examination. On january 23, 2025, mentor became aware that information in the h11 additional manufacturer narrative section was submitted in error in the follow-up 1 report. Corrected data: h11 additional manufacturer narrative: h6 health effect - clinical code e2402: breast implant palpability/visibility. Manufacturer¿s reference number: (B)(4).